Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(4) clinical study. It was reported that plaque disruption occurred. In (B)(6) 2016, the patient presented with complaints of increasing angina. The patient also have a positive stress test and the index procedure was performed. Target lesion #1 was located in the proximal left circumflex (lcx) artery with 90% stenosis. Length and reference vessel diameter of the lesion was unknown. Target lesion #1 was treated with pre-dilatation and placement of 2.5 x 12mm synergy¿ drug-eluting stent. Following post-dilatation, the residual stenosis was 0%. Target lesion #2 was a type b lesion located in the right coronary artery (rca) with 90% stenosis followed by 70% luminal stenosis and was 20mm long with unknown reference vessel diameter. Target lesion #2 was treated with pre-dilatation and 3.0 x 38mm synergy¿ drug-eluting stent. However, after placement of the study stent, there was a proximal plaque disruption, which was treated by placement of a 3.0 x 12mm and 3.5 x 12mm synergy¿ drug-eluting stents in an overlapping fashion. Following post-dilatation, residual stenosis was 0%. The procedure was completed with no further patient complications. Four days later, the patient as discharged on aspirin and ticagrelor with consultation of physical, occupational and speech therapy.